Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system was not doing anything at all and when the patient first turned it on, it smelled like burning wires. The patent had been using this product for less than 90 days.

Manufacturer narrative:
The reported event was unconfirmed, as the reported event could not be reproduced. The device had met relevant specifications. The product was used for treatment purposes. The product did not cause the reported failure. A bd purewick urine collection system, pump tubing, collector tubing with elbow connector, collection canister with lid, and external power cord were returned. There were no cracks present. There was no residue present in the cannister but there was slight residue in the collector tubing. The stop valve was working properly. There was light and sound indicating function. Once the device was opened up, there was no residue on the base or rim. The enclosed foam was half yellow and half grey, likely from urine residue exposure. Further inside, it was mainly clean except there was a small amount of liquid and corrosion on the returned pcba. Throughout the duration of this evaluation, there was no burning smell or smoke from the device. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system was not doing anything at all and when the patient first turned it on, it smelled like burning wires. The patent had been using this product for less than 90 days.